Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the surgeon tore the distal staple line when removing the cdh29 instrument. The surgeon put some overstitches to complete the procedure. The surgeon is well accustomed to the use of the cdh29 and the removal technique. There was no further consequence to the patient.